Event description:
Caller reported that cartridge was not fitting properly on pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was instructed to inspect and clean the pump area, remove an o-ring, and reload the cartridge, which was successful. Customer is currently using another pump and plans to resume insulin use.